Event description:
It was reported that the customer had high blood glucose levels 140 mg/dl. The customer reported receiving failed self-test alarms from the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. No add'l info was provided.

Manufacturer narrative:
The insulin pump alarmed during the self test and alarmed for a lose sensor due to a faulty connector on the radio frequency board. A cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).